Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the male luer lock adaptor had a blockage in the stem of the luer fitting during patient use. There was no reported patient involvement and no reported patient harm.